Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique, which caused peritonitis. The patient experienced a fever and was taken by ambulance to a hospital and was admitted the same day. The next day, the patient was treated with vancomycin, intraperitoneally (ip) (dose and frequency unknown), and rocephin (route, dose and frequency unknown). Two days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. No additional information was available at the time of this report.